Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 9:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 5.2 inr. At 10:00 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.3 inr. At 9:00 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.8 inr. At 10:00 a.m. On (B)(6) 2019, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. The laboratory values were believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in good condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks. The patient did not wash his hands prior to collecting samples. The patient does not have anemia or antiphospholipid antibodies such as lupus. The patient did not take heparin or a direct thrombin inhibitor. The patient did not have any changes in medication or diet. The patient did not have any bleeding or bruising which required medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Only the customer's meter was received for investigation and was tested using retention test strips and quality control materials. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. The practice of not properly washing the hands before testing and decontaminating test finger is known to lead to inaccurate test results. Relevant retention test strips (lot 368882) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.